Event description:
On (B)(6) 2003, this pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported the pt was lost to follow-up. On (B)(6) 2012, the pt presented with abdominal pain. Follow-up imaging showed aneurysm enlargement to 8.1 cm, secondary to either a type I endoleak or endotension. It was reported the cause of the aneurysm enlargement could not be determined due to the pt not being able to receive contrast during imaging. On (B)(6) 2012, a renal artery stent was implanted. It was reported there was no evidence of endoleak at the end of this procedure. On(B)(6) 2012, an additional procedure was performed whereby four additional devices were implanted. Final imaging showed no evidence of endoleak, and the pt tolerated the procedure. On (B)(6) 2012, an ultrasound showed evidence of a type ii endoleak. No further adverse events were reported.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions - the root cause of the aneurysm enlargement could not be determined with the available info.